Event description:
It was reported that this right ventricular (rv) exhibited high out-of-range shock impedance measurements. Troubleshooting options were performed. Then, it was found like a steady increase in rv pacing impedance measurements as well. Technical services (ts) confirmed the rise in impedance and it was noted that the patient took a little fall, not device-related, but matches with time impedance started going up. High capture thresholds on the non-boston scientific left ventricular (lv) lead were also observed. Reprogramming efforts were performed. The rv lead revision was planned. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right ventricular (rv) exhibited high out-of-range shock impedance measurements. Troubleshooting options were performed. Then, it was found like a steady increase in rv pacing impedance measurements as well. Technical services (ts) confirmed the rise in impedance and it was noted that the patient took a little fall, not device-related, but matches with time impedance started going up. High capture thresholds on the non-boston scientific left ventricular (lv) lead were also observed. Reprogramming efforts were performed. The rv lead revision was planned. At this time, this product remains in service and no adverse effects have been reported.